Event description:
The patient experienced "interrupted stimulation". The stimulator was replaced. The event resolved. The severity of the event was classified as "slight" and definitely related to the stimulator.